Manufacturer narrative:
The date of event provided with this initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance several times due to low blood on (B)(6) 2017 with glucose with blood glucose of 17 mg/dl at the time of the incident. The customer was at 84 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer is on medications due to knee surgery that make their blood glucose elevate. The customer reported past no delivery events. On (B)(6) 2017, the customer had a 500 m/dl reading. The customer was in the hospital and was using the pump to treat the high. The customer reported sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.